Event description:
A nurse reported a system rejected the footswitch cable before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).